Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: while scrub nurse preparing the device for tep case, she found the tip of balloon was broken during pre-test. She changed to another device to complete the operation. No extension of surgery time. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).